Manufacturer narrative:
(B)(4). (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is (B)(4). Narrative: method: the resistance of the heater wires in the inspiratory and expiratory breathing circuits limbs were tested using a multimeter. Results: the resistance of the heater wire in the inspiratory limb of the breathing circuit was outside the allowable range. No fault was found with the heater wire in the expiratory limb. A lot check could not be carried out as no lot number was provided. Conclusion: the resistance of the heater wire was found to be outside of the allowable range. The root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production. Our trending and monitoring for out of specification adult breathing circuit heater wires has a rate of occurrence of (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). 510(k): the product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint breathing circuit has not yet been received for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt200 breathing circuit became open circuit after two days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that an rt200 breathing circuit became open circuit after two days of use. No patient consequence was reported.